Event description:
It was reported, via complaint report number ccr-bv20002, that the inner cannula cannot be removed because the connector is broken, with one (1), size 6cfs device. It is unknown how long the device had been in use when the problem was detected. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury. The device was returned to the manufacturer for decontamination, analysis and investigation.